Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent batch # l92756. The following information was requested, but unavailable: please explain what is meant by, ¿hand piece declined with gen11?¿ were there any error messages and if so what were they? Did the device pass the pre-test? Had the device been working and then stopped? The handpiece was received with the end cap dislodged from the housing. No functional testing could be performed due to the device receiving condition. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. No conclusion could be drawn as to what caused the end cap to dislodge. However, it is recommended to use the disposable torque wrench to loosen the disposable device from the handpiece. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a spinal fusion procedure, hand piece declined with gen11. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.